Event description:
It was reported that the tandem-provided usb charging cable and power wall adapter was no longer able to be used to charge the pump. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the pump was able to successfully charge with an alternate usb cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.